Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and loose drive support disk were found.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose level was over 500 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.